Event description:
In 2008, the patient reported he has been experiencing recurring e6 (mechanical errors) when his insulin cartridge volume reaches 165-175 units remaining. He stated that this first occurred 2-3 weeks ago and most recently occurred on the same day, with 175 units of insulin remaining. He stated he attempted to rewind the piston rod and it was "very loud." He also reported hearing a "grinding" noise during previous cartridge changes while retracting the piston rod. No physiological effects were reported. The patient switched to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.